Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received failed battery test alarm after inserting a new battery. The customer's blood glucose was 5.7 mmol/l at the time of incident. The customer stated that they were calling back due to replace battery now alarm after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected failed batt test or replace battery now alarms noted during testing. The device functioned properly. The device was received with minor scratched lcd window and cracked retainer.